Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that during a routine defibrillator device follow-up procedure the battery level was below recommended replacement time (rrt) level after 28 months of service. Action was not taken at that time but device change out was planned. Return of the device for analysis is expected after the planned change out procedure. No patient complications have been reported as a result of this event.